Event description:
This is a spontaneous case report received via news segment from a female consumer of unspecified age in united states on (B)(6) 2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted. The consumer reported that she had a hysterectomy due to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy due to essure (fallopian tube occlusion insert). This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to essure; however neither the adverse events she experienced were specified nor was the exact medical reason for this surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, since this is a news segment case.

Manufacturer narrative:
Follow-up received on 18-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had a hysterectomy due to essure (fallopian tube occlusion insert). This event is listed in essure's reference safety information. If after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer related the performed surgery to essure; however neither the adverse events she experienced were specified nor was the exact medical reason for this surgery provided. Although limited information is available, it cannot be excluded that hysterectomy occurred as a consequence of essure therapy. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this is a news segment case.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.